Event description:
It was reported that the rep observed an error message during an asymptomatic patients device interrogation. The error message read pt data error, erroneous pt data values have been detected during the interrogation. Please check pt data setting and update the device. After re-interrogating the device, the alert was cleared.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.